Event description:
Per the clinic, the patient experienced an ear infection and subsequent hospitalization (date not reported); however, the issue could not be resolved. The device was explanted (date not reported). It is unknown if there are plans to reimplant the patient with another device as of the date of this report, (B)(4) 2012.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
The patient was reimplanted with a new device on (B)(6) 2012. The device is not available for analysis. This report is filed (B)(4) 2013.